Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery because they were still leaking. The surgeon implanted a secondary cuff as a result. No patient complications were reported in relation to this event.